Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discomfort, urinary leakage, difficulty urinating, urgency, urge incontinence, urinary frequency, and nocturia.

Event description:
It was reported that following insertion the patient experienced vaginal discomfort, urinary leakage, difficulty urinating, urgency, urge incontinence, urinary frequency, and nocturia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and rectocele and a mesh was implanted. It was reported that post implantation, the patient experienced pain, infections, urinary disturbances, and worsening of urinary incontinence. (B)(4).